Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 66 mg/dl (aviva) system 1 and 202 mg/dl (aviva) system 2. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.